Event description:
A report was received that the patient was admitted to the hospital due to renal failure. It was also reported that the patient was dehydrated, prostate was enlarged and had a full bladder. The physicians believed that the patients symptoms were device related. The patient was prescribed hydrocodone and morphine. No further information could be obtained.